Event description:
The customer reported to olympus that the cleaning brush broke while reprocessing the evis exera iii bronchovideoscope. There was no patient harm associated with the event.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue of the cleaning brushing breaking during reprocessing to cause or contribute to death or serious injury if the malfunction were to recur.